Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.